Event description:
It was reported that the left ventricular (lv) lead was dislodged and found to be in the main body of the coronary sinus. While trying to remove the dislodged lv lead the physician accidently dislodged the atrial lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.